Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed several energy checks and performed forty-three treatments on the day. The user has to perform an ¿energy check¿ manually at least after one twenty minutes. The reported treatment is covered by an energy check and the energy was stable during this period. The logfile shows forty-three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue.. Nevertheless, another treatment was started for the same eye directly after the conclusion of the first one. The logfile shows that the user entered an invalid patient interface serial number for the second treatment, indicating the patient interface might be re-used. The user operated within the recommended energy settings for the first treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. Per the collected information from the reported entity, this incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional observed superficial cuts in the epithelium of cones and identified complications including incomplete and irregular flap shapes on the patient's right eye during lasik surgery. There are multiple related reports for this reported event. This report addresses patient a.f right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).